Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited flickers in the charged-coupled device image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the performance of an electrical or electronic component was found to be inadequate. The most probable cause of this reported issue is traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.